Manufacturer narrative:
The generator was received for analysis and the reported event of a high temperature warning could not be confirmed. The generator successfully passed the post (power on self-test) and booted to the software application menu. Functional testing of the generator verified consistent functionality in all modes (sensory, motor, lesion, and pulsed) and no errors were detected while monitoring the temperature and impedance readings at all ports. The field reported event was not reproducible as no high temperature warnings were experienced during the evaluation. The reported high temperature warnings could not be confirmed as the generator operated as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a procedure, the generator experienced high temperature warnings. The temperature peaked briefly at 84 degrees. The procedure was aborted. There were no adverse consequences to the patient.